Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2010; stj/comp 1158t, implantable pacing lead, 2010. (B)(4).

Event description:
It was reported by remote transmission the patient received multiple inappropriate shocks due to over sensing, high impedance, noise and suspected fracture of the ventricular lead. The lead was capped and a new lead implanted. No further patient complications were reported as a result of this event.